Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2m vicmo13.2 implantable collamer lens, -11.50 diopter, within the same surgery due to excessive vaulting. The surgeon did not implant another icl lens. The problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).